Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous balloon dilatation of an artificial arteriovenous fistula (avf) in the left forearm and thrombolysis of the upper limb vein under local anesthesia. The procedure was performed under b-mode ultrasound guidance. The 70% stenosed target lesion was located in the moderately tortuous with severe vascular calcification. A 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured before reaching its rated burst pressure. The device was removed, and the procedure was successfully completed using another balloon of the same model. The patient remained hemodynamically stable throughout and after the procedure, with no reported adverse events or complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter phone: (B)(6). A pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous balloon dilatation of an artificial arteriovenous fistula (avf) in the left forearm and thrombolysis of the upper limb vein under local anesthesia. The procedure was performed under b-mode ultrasound guidance. The 70% stenosed target lesion was located in the moderately tortuous with severe vascular calcification. A 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured before reaching its rated burst pressure. The device was removed, and the procedure was successfully completed using another balloon of the same model. The patient remained hemodynamically stable throughout and after the procedure, with no reported adverse events or complications.